Event description:
Related manufacturer report number: 2017865-2023-05762, related manufacturer report number: 2017865-2023-05764. It was reported that the patient presented for routine pulse generator change on (B)(6) 2023. During the procedure the right ventricular lead was noted to have an insulation breach. The physician intended to revise the right atrial lead (ra) due to the patient's chronic atrial fibrillation. However, the ra lead was unable to be removed from the device header. Both leads were capped during the procedure, and the pulse generator was successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event was failure to remove lead from the header. As received, the connector portion of a partial lead was returned in one piece. Device insertion test could not be performed due to as received procedural damage to the lead. Dimensional analysis of the connector pin, front seal and connector ring were all within specifications. The connector boot could not be measured due to as received procedural damage to the lead. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.